Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent anterior lumbar interbody fusion (alif) surgery from vertebrae l4 to s1 using rhbmp-2/acs to fuse more than one level of his spine. The patient's post-operative period has been marked by increasingly severe pain and weakness in his lower back and lower extremities. Reportedly, the patient has continued to experience severe and unrelenting lower back pain that radiates into his lower extremities.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that on: (B)(6) 2011, the patient presented with pre-op diagnosis of s/p stage 1 procedure , which was a posterior laminectomy and fusion at the sacrum . The patient underwent following operations: 1) anterior partial corpectomy at l4 , l5 and s1. 20 anterior interbody fusion at l4-5 and l5-s1. 3) use of bmp. 4) placement of blackstone peek cage at l4-5 and l5-s1. During the procedure, the lordosis peek cage was packed with bmp and placed the cage at the interspace at l5-s1. It was a nice snug tight fit. Similarly, another cage was filled with bmp and placed at the interspace at l4-5. The patient sustained the procedure. No complication reported.